Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). During evaluation, it was found that the clip would not open completely (low aperture), would not close completely (gap between beams along length of clip when device is in closed position), and had a broken universal that prevented proper articulation locking. The complaint was confirmed. There is a visible gap between the beams along the entire length of the clip. This will be investigated under (B)(4).

Event description:
During a vats pvi procedure, there was an attempt to place a pro145, the clip would not close. There was a delay in case while a second clip was retrieved, that clip was placed successfully with no patient harm the patient was off pump.